Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced backflow. The reporter stated that after filling the device with an unspecified drug, the drug flowed backwards ¿on the cap¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information added to (remove check for health professional, add check for distributor). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: -facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from december 9, 2014 to december 10, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a leak/backflow from the fillport due to a particle 1.53 mm in length under the checkband. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic. The origin of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.